Event description:
It was reported that the after the mobile programmer application established telemetry with the implantable device it was unable to progress when selecting continue to perform the interrogation. Troubleshooting steps were taken including the use of an alternative mobile programmer application, which resolved the issue. The user provided feedback regarding the mobile programmer application user interface. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.